Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to feeling near-syncopal. A review of the existing implantable cardioverter defibrillator (ICD) was performed and found no stored episodes, but there was an alert for high out of range shock impedances on this right ventricular (rv) lead. The impedances were typically high between 130-140 ohms, but values have reached 148 ohms. At this time, the products remain in service. No adverse patient effects were reported.

Event description:
It was reported that a competitive representative stated this boston scientific right ventricular lead and associated boston scientific implantable device were going to be explanted. However, the patient declined the procedure. The caller stated the out of range shock impedance measurements that were previously reported were still occurring. Due to the patient's refusal of the procedure, the caller stated they were going to try to make the lead work. A boston scientific technical services consultant communicated the potential risks associated with the clinical observations. Multiple efforts were made and were unsuccessful to obtain further details from the competitive representative. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
Boston scientific received information that this patient presented due to feeling near syncopal. A review of the existing implantable cardioverter defibrillator (ICD) was performed and no stored episodes were found. However, there was an alert for high out of range shock right ventricular (rv) shock impedance measurements. Typically, measurements were between 130-140 ohms, but values have reached 148 ohms. At this time, the products remains in service and no adverse patient effects were reported. It was reported that this system continued to exhibit out of range shocking impedance measurements. Defibrillation threshold (dft) testing and commanded maximum energy shocks were performed. A boston scientific technical services consultant confirmed the shock impedance with commanded test and dft's showed a measurement of 125 ohms and a high impedance fault. The consultant stated that the fault occurrence is due to the impedance for the first shock being greater than 145 ohms which means the energy will be truncated. The consultant discussed further troubleshooting and options for this system as effective shock therapy cannot not be guaranteed. The system remains implanted and no additional adverse patient effects were reported. It was reported that a competitive representative stated this boston scientific right ventricular lead and associated boston scientific implantable device were going to be explanted. However, the patient declined the procedure. The caller stated the out of range shock impedance measurements that were previously reported were still occurring. Due to the patient's refusal of the procedure, the caller stated they were going to try to make the lead work. A boston scientific technical services consultant communicated the potential risks associated with the clinical observations. Multiple efforts were made and were unsuccessful to obtain further details from the competitive representative. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continued to exhibit out of range shocking impedance measurements. Defibrillation threshold (dft) testing and commanded maximum energy shocks were performed. A boston scientific technical services consultant confirmed the shock impedance with commanded test and dft's showed a measurement of 125 ohms and a high impedance fault. The consultant stated that the fault occurrence is due to the impedance for the first shock being greater than 145 ohms which means the energy will be truncated. The consultant discussed further troubleshooting and options for this system as effective shock therapy cannot not be guaranteed. The system remains implanted and no additional adverse patient effects were reported.